Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). Upon device interrogation, all measurements were within normal limits. Fluoroscopy was performed and showed that the rv lead has migrated, the patient underwent a revision procedure to reposition the lead. The lead was successfully repositioned in apical-septal with good measurements. No additional adverse patient effects were reported.